Event description:
The product was used during a vats biopsy procedure. Reportedly, the instrument did not fire. The surgeon used another to complete the procedure. The hospital has reported no injury occurred.